Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in mid (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with an unspecified anti-inflammatory drug for the event. At the time of this report, the patient remained hospitalized was not recovered from the event. Pd therapy was ongoing. No additional information was available.